Event description:
The user facility reported that during priming of the oxygenator circuit, the perfusionist noticed fluid leaking from the gas port of the oxygenator. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.